Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: "hi" mmol/l (>33.3 mmol/l, mobile system) and 14.3 mmol/l (nano system). No actions taken based on device results. No adverse event due reported. The manufacturer requested return of suspect product for evaluation.